Event description:
It was reported that during the stage two implant, the health care provider (hcp) struggled to insert the lead into the left channel of the implantable neurostimulator (ins). The hcp indicated it felt like there was an ¿obstacle¿ and the lead would not push through properly. Impedances were measured above 40,000 ohms. The lead was removed from the ins and tested with a trialing cable and impedances were normal. The hcp attempted inserting the lead into both ins channels, but impedances were high with both. A new ins was used and impedances were within the normal range. There were no patient symptoms or complications associated with the event and the patient was alive with no injury.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator found a known good lead was able to be inserted and withdrawn three times in both ports. There was no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.